Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 7. Details of surgery: implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2025, the implant was removed upon patient¿s request. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and inflammation. No further patient complications were reported.